Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full-height drawer number six in the main station chassis was injecting a fault to the pixie bus preventing the application from launching. A field service engineer (fse) removed the drawer and attempted to resolve the issue by replacing the drawer control board; however, the drawer continued to malfunction despite reseating and cable checks. After further inspection, the fse determined the drawer required replacement. The drawer was replaced, successfully configured, and verified to function correctly. Administrative mode access was unavailable; however, the customer validated drawer functionality by accessing multiple medications with no issues observed. The system functioned as intended after field service engineer repaired the device.